Manufacturer narrative:
The adjustable pressure limiting valve was replaced to resolve the issue. A: no patient information provided to date after calls on (B)(6) 2024 and (B)(6) 2025.

Event description:
It was reported that there was a malfunction resulting in inability to manually ventilate during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no patient information available to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.